Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws would not open from the tissue. The surgeon was able to remove the instrument and swap with a spare instrument. The customer also explained that the instrument jaw was off a hinge. The site proceeded with the case as planned with no report of patient injury. Intuitive surgical, inc. (Isi) completed follow up and obtained the following information: the customer explained the instrument release kit (irk) was not used to release the instrument jaws from the issue as the surgeon was able successfully release the instrument from the tissue. The customer confirmed there was no adverse effect on the grasped tissue and no bleeding occurred.